Event description:
It was reported that the pump did not alarm for a downstream occlusion. There was no patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. The device was visually inspected and there was cracked battery compartment. Customer complaint about a downstream occlusion problem was confirmed through functional testing. The cause of the reported issue was cam shaft malfunction, and the cam shaft was replaced to correct the issue. Performed downstream occlusion (dso) sensor calibration and the software was updated. The unit reset to standard configuration. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.